Event description:
Device 1 of 3. Ref. MFR reports: # 1627487-2013-09136, 09137. It was reported (israel) the pt was not receiving effective stimulation. X-rays were taken and showed possible lead fractures and both extensions show broken conductor wires where the conductors are welded to the extension contacts. Surgical intervention is pending to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.